Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump loosing time and date needs to be reset every couple of months. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was not performed. The insulin pump will not be return for analysis.

Manufacturer narrative:
The pump passed self test and displacement test. The pump was programmed with the correct time/clock and monitored for nine days with no time/clock or reset anomaly noted during testing.